Manufacturer narrative:
Preliminary analysis results showed that the device reset was caused by a corruption in device memory, most likely due to a single event upset (seu). Normal device operation has been restored.

Event description:
During the scheduled follow-up performed on (B)(6) 2016, it was reportedly observed that a reset of the subject ICD occurred on (B)(6) 2016. The patient mentioned that he did not undergo MRI examination or did not use any special electrical or magnetic equipment.

Event description:
During the scheduled follow-up performed on (B)(6) 2016, it was reportedly observed that a reset of the subject ICD occurred on (B)(6) 2016. The patient mentioned that he did not undergo MRI examination or did not use any special electrical or magnetic equipment.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the scheduled follow-up performed on (B)(6) 2016, it was reportedly observed that a reset of the subject ICD occurred on (B)(6) 2016. The patient mentioned that he did not undergo MRI examination or did not use any special electrical or magnetic equipment.